Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim microvalve could not be programmed after MRI and was revised. The valve was implanted to the patient via vp-shunt; however, initial settings are unknown. The pressure setting could not change after MRI. The revision surgery was performed. There was no adverse consequence to the patient and no further information was provided by hospital reported. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects noted. The valve was tested for programming; the valve passed the test. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested; no issues found. The catheter was irrigated; no occlusions noted. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.